Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found the unit in use. The fse observed that there was a leak from the disinfect reservoir. The fse replaced the disinfect reservoir and verified the unit with a cycle run.

Event description:
The customer alleged that the system was leaking cidex opa from the bottom of the unit. The customer stated that she noticed the leak when the first cycle of the day was run. The fluid was clear and blue. There were no reports of injuries. The field service engineer (fse) went to the facility to assess the unit.